Manufacturer narrative:
The pump had intermittent act button response due to moisture damage keypad traces. The pump powered up property after battery installation. There was no blank display noted. The pump was received with normal operating currents and no unexpected off no power, low battery, weak battery, battery out limit, failed battery test alarms during testing. The pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device has been going through batteries quickly, and the buttons are unresponsive. The customer's blood glucose level at the time of incident was unknown. The customer states they have received no power alarm and battery out limit. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.